Event description:
It was reported that patient had lost weight. In turn, the patient's ipg began to tilt in the pocket and protrude out which caused her discomfort. The discomfort at the ipg site radiated down her left leg. As a result, only the patient's ipg was explanted. Explant of the ipg resolved the patient's issue. Sjm was made aware of the event on 1/6/2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.